Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Last time I even had a bristle in my throat [foreign body in throat]. Which was very uncomfortable [discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr best original) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best original. On an unknown date, an unknown time after starting dr best original, the patient experienced foreign body in throat (serious criteria gsk medically significant), discomfort and product complaint. The action taken with dr best original was unknown. On an unknown date, the outcome of the foreign body in throat, discomfort and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and discomfort to be related to dr best original. Additional information: the adverse event was reported by a consumer via call center representative on (B)(6) 2021. The consumer stated that "first of all, I am a total fan of your products! I have been a very satisfied customer for over 20 years. But in the last 6 months I have picked up a toothbrush for the third time, some of which have lost individual bristles. Photos see attachment. Last time I even had a bristle in my throat, which was very uncomfortable. My question is : how can it be that toothbrushes have had these problems more and more recently? Are there any quality issues? Do you have a production changeover? I, my wife and my two children have been using toothbrushes from their product range for a long time. As mentioned at the beginning, we were actually always very satisfied with your products. Now I'm unsure." This case is associated with product complaint (B)(4). Follow up qa results: follow up qa investigational results were received for (B)(4) on 11 june 2021. The qa evaluation report concluded the complaint to be inconclusive. The report stated that "no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated." Initial and follow up processed together. Follow up qa results: follow up qa investigational results were received for (B)(4) on 15 june 2021. The qa evaluation report concluded the complaint to be unsubstantiated. The evaluation report stated that "gsk is distributing globally toothbrushes for more than 40 years. Product portfolio of toothbrushes is very complex.. There are about (B)(4) base model variants, which are available in different stiffness grades, brand names (aquafresh, sensodyne, dr. Best, macleans, binaca, odol, parodontax) and artwork variants, resulting in about 850 individual skus. The toothbrushes are distributed in about 45 different gsk markets. All toothbrushes are manufactured at three approved external contractor manufacturers (cms) mcs, smi, and shummi. All toothbrushes have been developed according to international and gsk internal standards. Total volume increased between 2015 and 2019 by 26 percentage. Total number of complaints in (B)(4). Manual toothbrushes are class I medical devices in the us and are exempted from the medical device quality system regulation (21 cfr 820), except for general requirements concerning records (820.180) and complaint files (820.198), if the device is not labelled or otherwise represented as sterile. In several other markets, they are classified in "lesser" categories such as a consumer product/ sundry item /general good/cosmetics without specific gmp requirements. A review of all consumer complaints is routinely done in the periodic product review, which is established as quality kpi for more than 10 years. Actions are initiated for continuous improvement as applicable. The complaint is concluded as unsubstantiated."